Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 6f low profile plastic vortex port detached poly catheter non-filled sh valved introducer. It was reported that the patient's port catheter had looped and could not be used for treatment. The port had been placed in september. Ultimately, the device was removed and the patient did not experience any adverse effects or harm as a result of this incident.

Manufacturer narrative:
The customer's reported complaint description of catheter looping in the vein could not be confirmed. Engineering evaluation of the returned complaint sample was able to flush water into the port and out of the catheter. Catheter had no kinks, pinches or damage and ID/od met specification. The root cause for this event could not be definitively determined. A potential root cause for this type of catheter malposition (kinking/looping) failure mode is related to the placement of the catheter in the patient's vasculature and not related to the catheter tubing manufacturing/extrusion. Device history record review of the packaging/assembly/catheter lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The catheter and locking connector are provided as separate components within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with locking connector) during the implantation procedure. Labeling review: the directions for use (dfu) that is provided in the port kit contains the following statements: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions to avert device damage and/or patient injury during catheter placement: carefully follow the catheter to port connection technique provided in the dfu to ensure proper device connection and to avoid catheter damage. Assure tight connection between port body and catheter. Potential complications use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: - air or catheter (or catheter fragments) embolism - catheter occlusion, malposition, dislodgement, fragmentation, migration, disconnection or rupture. Placement of catheter estimate the catheter length required for the tip placement by placing the catheter on the chest along the venous path to the lower third of the svc at or near the cavoatrial junction. Advance the catheter through the sheath and into the vessel. Note: to prevent kinking the catheter, it may be necessary to advance in small steps by grasping the catheter close to the sheath. Some resistance may be felt when advancing the catheter. Precautions: avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen. When the catheter is properly positioned, crack and peel the sheath handle in half and continue to pull so that the sheath separates longitudinally while withdrawing the sheath from the vein. Make sure the catheter is not dislodged from the vessel. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).